Manufacturer narrative:
The serial number of the device was not provided, approximate age of device and manufacture date are not known. The device remains in clinical use and the patient remains ongoing on vad support. No further information was provided. A supplemental report will be submitted when the manufacture's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. During review of the patient¿s submitted system controller log file, the manufacturer¿s technical services observed a no external power event that was potentially was caused by the mobile power unit¿s (mpu) power cord coming loose at the mpu connection or the wall outlet. During the event, the system controller backup battery supplied power to the pump as designed.

Manufacturer narrative:
Multiple requests for additional information were issued to the customer but no further information was provided. The patient remains ongoing on vad support and no further issues have been reported. Review of the submitted log files confirmed a no external power event. The event occurred while the lvad system was powered via a mobile power unit and a loss of power to the unit occurred. The during the event, the system controller backup battery supplied power to the pump as designed. The alarm resolved when power was restored. A specific root cause of the captured event could not be determined. However, the new v-lock ac power cord is available to prevent incidents of this type. No further information is available. The manufacturer is closing the file on this event.